Event description:
It was reported that a patient experienced hypotension, st segment elevation, right coronary artery infarction and became asystole. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive was used. Transeptal was obtained using a versacross connect with the faradrive, pre-mapping was done and then the catheter was replaced with the farawave catheter for ablation. 8 applications were given and then it was noticed that the patient's blood pressure dropped significantly. Intracardiac echocardiography (ice) was checked for effusion, but nothing was found. It was observed on 12-lead a st segment elevation and the patient became asystole. Compressions were given to the patient, an angiogram was completed and a right coronary artery infarct was observed due to bubbles. Physician commented that pressure bad connected to the sheath was empty. The patient was placed on extracorporeal membrane oxygenation (ECMO) and had an additional device implanted. The patient was taken to have a computed tomography (CT) scan.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Updated field b5 with additional information later provided. H6 patient code air embolism e050301 and impact code death f02 added. B1 type of report updated to death report.

Event description:
It was reported that a patient experienced hypotension, st segment elevation, right coronary artery infarction and became asystole. During a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a farawave catheter was used. Transeptal was obtained using a versacross connect with the faradrive, pre-mapping was done and then the catheter was replaced with the farawave catheter for ablation. 8 applications were given and then it was noticed that the patient's blood pressure dropped significantly. Intracardiac echocardiography (ice) was checked for effusion, but nothing was found. It was observed on 12-lead a st segment elevation and the patient became asystole. Compressions were given to the patient, an angiogram was completed and a right coronary artery infarct was observed due to bubbles. Physician commented that pressure bad connected to the sheath was empty. The patient was placed on extracorporeal membrane oxygenation (ECMO) and had an additional device implanted. The patient was taken to have a computed tomography (CT) scan. It was further reported that the patient died due to a myocardial infarction from large air embolism.